Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The device log for the (B)(6) 2025 event was reviewed and showed that no shock was delivered while sync mode was enabled because the shock button was not held long enough to allow detection of the r-wave. Review of the device check log confirmed multiple manual tests and one automatic self-test pass on the event date. The device was fully evaluated, passed all functional testing, and successfully discharged throughout testing with no issues identified. The device was found to be operating as intended, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.